Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Per legal all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made.

Event description:
An allegation from an attorney indicated the patient died approximately 1 year 10 months post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury and mental anguish.